Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the defective connector may be attributed to the faulty board and bent connector pins. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the socket pins were "defective." There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The socket pins were observed bent; contact failure between the scope and video connector socket was noted. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.